Event description:
It was reported that a spectrum infusion pump had a defective motor. During baxter's testing, the pump was found to have a 'system error 105' alarm. It was also reported that there was no pt involvement.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval confirmed and reproduced the 'system error 105' caused by a failed motor (flex). The failed motor assembly was replaced.